Manufacturer narrative:
Device is used for treatment, not diagnosis. Our investigations have shown that the tip is indeed completely broken off. Unfortunately we are not able to comprehend how this breakage occurred. We can only suppose though that too much mechanical force during insertion of the implant has lead to this damage. The broken surface is homogeneous which indicates material conformity as well. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected.

Event description:
This report is 1 of 1 for complaint (B)(4).

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during an insertion of prosthesis, the threaded tip of the implant holder for synfix broke off. The surgeon was able to retrieve the broken tip out of the implant device. No adverse effect to patient was reported. The procedure was prolonged by 5 minutes due to this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.